Manufacturer narrative:
(B)(4). Device evaluated by MFR: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the hub and guidewire lumen. The balloon was tightly folded, with no indication of positive (inflation) pressure. Magnified inspection revealed no damage to the balloon. There was a complete separation of the hypotube 62.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the unspecified coronary vessel. An 8mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. During unknown inflation at an unspecified atmosphere, the balloon ruptured. The physician then removed the device intact and the procedure was completed with another of the same device. No patient complications were reported and patient¿s status was good.